Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was not returned for analysis; however, media inspection of the picture provided by the customer showed damaged and overlapped bands, consistent with deployment abnormalities. No additional observations could be made due to the absence of the physical device. The reported event of bands failure to deploy was confirmed based on the evidence available. A risk review was completed and verified that bands failure to deploy is a known event defined in the risk documentation of the product and is documented accordingly, supporting acceptable risk benefit for the product. The labeling review confirmed that the instructions for use (IFU) contain detailed information for proper device preparation and operation, with no issues related to wording, translation, or graphics. Product record review indicated that the device met all manufacturing specifications prior to distribution, and no abnormalities were identified during assembly. However, due to the lack of device return and inability to perform a complete product evaluation, it cannot be determined whether the band twisting and overlap were caused by procedural technique or a potential device related malfunction. Therefore, with limited available evidence and no definitive contributing factor identified, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands got twisted and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.